Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "pattern of osteolysis around two different cementless metal-backed cups" written by alexandra m. Claus, md, phd, christi j. Sychterz, ms, robert h. Hopper, jr, phd, and charles a. Engh, md published by the journal of arthroplasty vol. 16 no. 8 suppl. 1 2001 was reviewed. The article's purpose was to evaluate "whether holes in the acetabular shell affect the radiographic pattern of osteolysis in thas." Data was compiled from two groups of thas. First group had 126 thas (121 patients of 58 men and 63 women) receiving implants between october 1982 to august 194 using aml cup with trip spike without holes, poly liner and nonmodular aml cocr stems. The second group of 112 thas (107 patients of 67 men and 40 women) receiving implants between february 1985 to march 1989 with arhropor cups with holes locking screws and poly liners with modular aml stems utilizing either cocr heads or ceramic heads. The articles does not mention debris. Adverse events for aml cups: 5 cup revisions for liner wear and osteolysis, loose, migration, mispositioned adverse events for arthropor cups: 5 cup revisions for liner wear and osteolysis, loose cups.